Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Procedure: lap gastric by pass. According to the reporter: needles from suture loading unit continuously dislodged. To correct the condition another device was opened. No harm to patient. The needle from the reload fell into the patient cavity but it was retrieved.